Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. Nakainshi received a handpiece for repair from distributor. There was a note included in the package saying that the handpiece caused a burn to a patient due to overheating. Further details of the adverse event are unknown.

Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a false analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more tail below: methodology used: nakanishi measured the temperature rise of the returned handpiece. Temperature sensors were first attached to the exterior of the device at various test points (tip, middle area, gear of the handpiece). And then, nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. The highest temperature nakanishi confirmed is 50.2 degrees c at the tip of the handpiece. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed dirt and wear in the bearing. The balls of the bearing also had a rough surface. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was dirt in the bearing. A lack of maintenance causes accumulation of dirt in the handpiece tip, which will contribute to the handpiece overheating.